Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the b30 error could not be identified. However, it¿s likely the cause is related to moisture attached to the connecting port of the device in question. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, a b30 scope communication error code was received when using the evis exera iii xenon light source. The issue was found during a procedure. The customer reporter that some sort of collision was made with the processor after the scope was plugged in. There was a crack in the plastic around the plug-in port. It was also reported that the issue was resolved, and the last appointment of the day was canceled due to unknown status of the machine. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer reported that there was a scope water leak which made the processor wet. The issue was resolved by completely drying the device and will not be returning the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.